Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was provided for evaluation. Upon evaluation of the returned sample, the sample underwent piggyback testing. It was connected to an infusion pump for a fifteen-minute duration. Simultaneously, a secondary intravenous (IV) bag containing green dye was attached. This setup aimed to detect any backflow at the most distal backcheck valve. Backflow was observed during the investigation. Based on the data from the investigation, the reported defect was confirmed. An approved project is in place to further address issues with sets which are unable to prime and backflow during secondary infusion with IV sets. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: I recently had an issue with our "IV set 15 drop 3/y ll space pump caresite" primary tubing. My rn reported programming the pump to run 1 l of isolyte at 75ml/hr. The pump was programmed correctly, and the tubing was primed appropriately. 4 hours later, my rn noted that the entire bag had infused, meaning the pump was actually running at 250ml/hr. We had this pump checked by biomed who determined there was no issue with the pump. Prior to this, I had an rn report that they hung a primary bag of fluids in the same manner as described above, and upon initiating the pump, they noticed that the bag was not dripping, but almost looked like it was running to gravity. She promptly stopped the infusion, changed the tubing, and the issue was fixed. The primary incident involved only the primary tubing. The pump was set at 75ml/hr. However, it was truly running at closer to 200ml/hr. The set was loaded properly into the infusomat pump and there were no known issues with the bag of fluids. In the past, there was at least one other instance of an rn hanging fluids in the same manner, only to recognize that the drip chamber was "dripping" noticeably faster than what was expected. During these events, a change in the IV tubing fixed the issue. This report is for event 2

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.